Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the bard device used to treat the patient may have caused or contributed to the reported hernia recurrence. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions-for- use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided to date is limited. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to document the date of implant and additional information indicating the mesh remains implanted and there has been no surgical intervention at this time. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Doctor reported that, umbilical hernia recurred at same site previously treated with ventralight st. Addendum: on (B)(6) 2019 - the patient underwent the repair of an umbilical hernia and was implanted with a bard ventralight st mesh. On (B)(6) 2019 - the patient experienced a hernia recurrence. The patient did not receive any additional surgical intervention at this time and the mesh remains implanted.

Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the bard device used to treat the patient may have caused or contributed to the reported hernia recurrence. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions-for- use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided to date is limited. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Doctor reported that, umbilical hernia recurred at same site previously treated with ventralight st.